Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon review of the patient's remote transmission it was noted that the right ventricular (rv) lead exhibited high capture thresholds. No intervention was reported. The patient remained in stable condition.